Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged that the patient experienced an elevated blood glucose (bg) of 15.8 mmol/l, 28 mmol/l and 35 mmol/l with extreme drowsiness, extreme thirst, excess urination and confusion associated with an alleged inaccurate delivery. It was also reported that the patient experienced dehydration that was not caused by an elevated bg level. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose matched as programmed and the basal history matched the active basal program settings. Troubleshooting also indicated all bolus totals matched and all the boluses were recorded as programmed. Troubleshooting concluded that a potential cause for the patient¿s bg issue was the patient overriding the dosage recommended by the bolus calculator feature which is considered use error. The patient self-treated with manual insulin injection, took 15 units of insulin and woke up with bg of 8 mmol/l. The patient was referred to their healthcare provider for diabetes management. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to use error.